Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. DHR review was completed. Part: 314.070. Lot: 9144012. Manufacturing site: (B)(4). Release to warehouse date: 21.november 2014. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection: investigation site: (B)(4). Selected flow: device interaction/functional - unable to assemble. Visual inspection: we¿ve received 4 cortex screws and 1 screwdriver for investigation. The screwdriver tip is in badly worn and slightly twisted. The screws are in a brand-new condition, there are no visible damages. The complaint condition can be confirmed as it is hard/impractical to connect the screws with the returned screwdriver. Functional test: an internal functional test with another matching screwdriver (part 314.070 / lot 5242477) was performed. The complaint condition is in this constellation unconfirmed, as the cortex screws could be attached and detached to the screwdriver as intended. Dimensional inspection: as this investigation is focused in the functional issue and this was covered through the functional test performed, therefore, measurements of the features are not relevant for the complaint. Drawing/specification review: the drawings were reviewed and the parts were corresponding to the specifications at time of manufacturing and distributing. Summary: the cortex screws are rated as not confirmed, since the articles has passed the functional test as described above. It is clearly visible that the complaint condition is directly related to the damage at the tip of the returned screwdriver. Therefore, only the screwdriver will be rated as confirmed. Excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the damages of the tip. In this context, the leaflet ¿important information¿ end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during preoperative instrument review on (B)(6) 2018, it was noted that it was very difficult to connect the cortex screw with the small hexagonal screwdriver. The screw was tested with another screwdriver with the same results. The screw was not used during the surgical procedure, no patient involvement. Investigation of the returned small hexagonal screwdriver revealed the tip is badly worn and slightly twisted. Concomitant devices reported: powered driver (part number unknown, lot number unknown, quantity 1). This report is for one (1) small hexagonal screwdriver. This is report 1 of 1 for (B)(4).